Event description:
It was reported that during an unknown procedure, the customer reported that the reload cartridge cut but did not staple. There were no patient consequences reported. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results found that the reload was received partially fired and with the spring cartridge lockout normal. The reload partially fired indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.